Event description:
It was reported that the pump touch screen was missing pixels. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 122 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.